Event description:
It was reported that the patient has intermittent ectopic beats with the right ventricular (rv) lead only capturing every other beat. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.